Event description:
It was reported to boston scientific corporation in 2007 that an uromax ultra balloon catheter was used during an ureteroscopy & balloon dilation procedure performed two days prior (patient gender, age and weight are unknown). According to the complainant, during the procedure, inflation was started, before reaching maximum pressure, there was a measurable drop in pressure, noticed on the leveen inflator's pressure gauge. Upon withdrawal of the balloon & upon inspection, they noticed that the balloon had split. The balloon was withdrawn & visual inspected, noticing that it had tearing along the balloon. The procedure was completed within another uromax ultra balloon catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Tears, rips, holes in device, device material. Visual examination of the returned device revealed a partial longitudinal tear was observed in the balloon. This tear extended proximally from distal balloon bond site for approximately 30mm. No deformities or damage was noted on the distal markerband. No other damage was noted on the device. The cause of the reported malfunction is operational context. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.